Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/14/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: after investigation, the patient was a 54-year-old woman. On (B)(6) 2023, the patient underwent breast ptosis correction + areola reduction under general anesthesia intubation in hospital. The surgeon used the vcp304h for tissue sewing (the specific sewing tissue level and suturing method were unknown). During the sewing, the needle broke (the specific length of the broken end of the needle was unknown). The surgeon looked for the broken needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent operation went smoothly. There was no harm to the patient due to this event, and the patient has been discharged smoothly now. No subsequent adverse events were reported.

Event description:
It was reported that a patient underwent a correction of breast prolapse and reduction of areola under general anesthesia intubation. Procedure on (B)(6) 2023 and suture was used. During the procedure, at 8:45 a.m., the patient underwent correction of breast prolapse and reduction of areola under general anesthesia intubation surgery. The patient's vital signs were stable during the surgery. The doctor found that the needle was broken (2 needles) during the surgery. After finding it, the doctor immediately looked for it, checked with the surgeon and itinerant nurses, and reported it to the matron. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Events reported via: 2210968-2023-05758.